Event description:
It was reported by the customer that during a di vinci prostatectomy procedure, the surgeon fired the stapler and on the initial firing the staples were observed to be malformed and fell into the abdomen of the pt. The surgeon removed the staples and the procedure was prolonged over an hour to insure this was done properly. They, then, continued to complete the procedure with a new like device.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.